Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and found no observations related to the customer complaint. Receiver log review was performed and there were no log errors related to the customer complaint. Global receiver functional testing was performed resulting in no failures related to the complaint. Manual and drop testing were performed. The reported event of intermittent audio output. Could not be reproduced and it could not be confirmed. A root cause could not be determined.